Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1354. FDA patient problem code: 2199.

Event description:
It was reported that as lvp 20d 2ss cv came disconnected. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20093103. It was reported that that sets are coming disconnected at the point where IV tubing meets the drip chamber. Verbatim: same day care center at gw has 4-5 bd alaris pump infusion sets today and yesterday that are coming disconnected at the point where the IV tubing meets the drip chamber. We have 2 ref # 2420-0500 and 2420-0007 and we are not sure which one is the problem. I saved one in case you need to see it.

Manufacturer narrative:
Investigation summary: customer reported the tubing is becoming disconnected at the drip chamber and returned the affected sample and a picture. The sample was clearly separated at the outlet of drip chamber, and along with the photo provided, the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis was not conducted because of the deformity in the tubing. The tubing is deformed due to going through the sterilization process while not being fully attached. Manufacturing took an action to fix the issue on october 10th, after this batch was released. No other failure modes were observed.

Event description:
It was reported that as lvp 20d 2ss cv came disconnected. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20093103. It was reported that sets are coming disconnected at the point where IV tubing meets the drip chamber. Same day care center at gw has 4-5 bd alaris pump infusion sets today and yesterday that are coming disconnected at the point where the IV tubing meets the drip chamber. We have 2 ref#: (B)(4) and we are not sure which one is the problem. I saved one in case you need to see it.